Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider reproduced the condition 6 out of 10 times and found a capacitor was coming off the single board computer printed circuit board.

Event description:
It was reported that during maintenance the ventilator display froze at the six picture screen. There was no patient involvement.